Manufacturer narrative:
Product not returned. No conclusion can be drawn.

Event description:
Pt received a total knee arthroplasty utilizing the navigation system in 2006. In 2007, the pt experienced a sharp pain and then a snap in the femur while walking. The dr reported that the pt's femur had fractured. He alleges that the navigation pin may have contributed to this event. The following day, the dr corrected the fracture with a retrograde femoral rod.